Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it was oversensing suspected energy from a implantable pulse generator (ipg). It was also suspected that the oversensing caused premature battery depletion with the ICD.